Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and performed visual inspection and found 1 of 3 sensors insertion needle bent inside sensor base and found needle tip to be broken and broken piece missing. The two remaining sensors are missing needle hubs. It was unable to confirm if the customer received sensors in that condition due to product was returned opened/used. It was unable to confirm insertion anomaly due to complaint against the serter.

Event description:
The customer reported via phone call that she had 5 or 6 sensors that got ruined during insertion and could not be used. The customer stated that the first three were due to bleeding at site and the other 2 or 3 she could not insert because the needle hub got stuck in the serter. Most recent blood glucose was 86 mg/dl. Customer stated that the site was not actively bleeding. The sensor was tugged or pulled on after insertion, sensor was not inserted away from restrictive clothing and she is on a medication than might cause bleeding. The product was replaced and returned for analysis.